Manufacturer narrative:
Device eval by MFR: visual inspection revealed the returned guidewire was bent at distal end and the ptfe peeled. No more visual damages were found in the device. Microscopic inspection of the coiled wire observed ptfe peeled at distal section. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported the guidewire became caught on the deployed stent. A 10mm x 68mm venous self-expanding wallstent and a 0.035 x 180 cm amplatz superstiff straight tip guidewire were selected for use in a recanalization procedure. The wallstent was loaded onto the amplatz guidewire. After the wire was placed within the stent delivery system, a burr was observed on the guidewire. The burr snagged and then damaged the stent catheter. New devices were used to complete the procedure. There were no patient complications.

Event description:
It was reported the guidewire became caught on the stent catheter. A 10mm x 68mm venous self-expanding wallstent and a 0.035 x 180 cm amplatz superstiff straight tip guidewire were selected for use in a recanalization procedure. The wallstent was loaded onto the amplatz guidewire. After the wire was placed within the stent delivery system, a burr was observed on the guidewire. The burr snagged and then damaged the stent catheter. New devices were used to complete the procedure. There were no patient complications.